Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, no parts were replaced. Successful pre-use check has been carried out and no technical error codes occurred to indicate that there was a ventilator malfunction. The ventilator passed all functional and safety tests and was cleared for clinical use. The review of received device's logs confirms occurrence of reported issue. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Our conclusion is that the leakage was the cause of the failure. However, the root cause to why the leakage occurred has not been established.